Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pelvic area pain / pain') in a 30-year-old female patient who had essure (batch no: 629304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension (not recovered prior to essure) since on (B)(6) 2018, diabetes since on (B)(6) 2018, high cholesterol since on (B)(6) 2018, pelvic adhesions since on (B)(6) 2018, pain in ankle, foot discomfort, uterus enlarged, uterine bleeding, ovarian cyst, obesity and chest pain. Concomitant products included metformin since on (B)(6) 2018 for diabetes, atorvastatin since on (B)(6) 2018 for high cholesterol as well as ibuprofen since on (B)(6) 2019, iron from on (B)(6) 2008 to on (B)(6) 2009, medroxyprogesterone acetate (depo provera) from on (B)(6) 2009, minerals nos; vitamins nos (prenatal vitamins) from on (B)(6) 2008 to on (B)(6) 2009, nsaids since on (B)(6) 2009, paracetamol (acetaminophen) since on (B)(6) 2009 and tramadol since on (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), urinary tract infection ("uti / urinary problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder and vaginal discharge had resolved, the migraine, headache, depression, anxiety, dysmenorrhoea, dyspareunia and alopecia outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: essure device was successfully occluded. Ity. The essures are noted bilaterally. Pathology test: on (B)(6) 2019: specimen received in formalin labelled "(r) fallopian tube with coil of essure implant" consists of a fallopian tube with fimbria measuring 7.5 cm. In length, and up to 1.2cm in greatest diameter, showing a 6mm focal disruption of tube wall, located 10m. From the excisional margin, there is a metallic coil measures 3 cm. In length within the lumen of the fallopian tube. Specimen resolved in formalin labelled "(l) fallopian tube with coli of essure implant" consists of a fallopian tube, with fimbria, measuring 9.2 cm. In length and up to 1cm in greatest diameter, showing a 6mm focal disruption of the tube wall. Within the lumen of the tube is a metallic coli measuring 2,2 cm. Ultrasound abdomen: on an unknown date: the uterus is visualized and measures about 9.9 cm in length. The anteroposterior diameter is 4.3 cm. The transverse diameter is 5.69 cm. 0.02 om in thickness. No mass is seen in the uterus. Small nabothian cysts are seen in the cervix. The right ovary measures 2.8 x 2.2 x 1.2 cm. There is a 0.8 x 0.6 cm this in the lower pole of the right ovary. The left ovary is not seen. No free fluid is seen in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: new events urinary problem,vaginal infection, vaginal discharge, bladder problems and bladder infection were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pelvic area pain/ pain') in a 30-year-old female patient who had essure (batch no. 629304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension (not recovered prior to essure) since (B)(6) 2018, diabetes since (B)(6) 2018, high cholesterol since (B)(6) 2018, pain in ankle, foot discomfort and uterus enlarged. Concomitant products included metformin since october 2018 for diabetes, atorvastatin since (B)(6) 2018 for high cholesterol as well as ibuprofen since (B)(6) 2019, iron from august 2008 to march 2009, medroxyprogesterone acetate (depo provera) from 20-jun-2009 to 20-sep-2009, minerals nos;vitamins nos (prenatal vitamins) from august 2008 to march 2009, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and tramadol since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the migraine, headache, depression, anxiety, dysmenorrhoea, dyspareunia and alopecia outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of product technical compliant incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/pelvic area pain/pain'). In a 30-year-old female patient who had essure (batch no. 629304), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: hypertension (not recovered prior to essure) since (B)(6) 2018, diabetes since (B)(6) 2018, high cholesterol since (B)(6) 2018, pelvic adhesions since (B)(6) 2018, pain in ankle, foot discomfort, uterus enlarged, uterine bleeding, ovarian cyst, obesity and chest pain. Concomitant products included: metformin since (B)(6) 2018 for diabetes, atorvastatin since (B)(6) 2018 for high cholesterol as well as ibuprofen since (B)(6) 2019, iron from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo provera) from (B)(6) 2009, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2008 to (B)(6) 2009, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and tramadol since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), urinary tract infection ("uti/urinary problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder and vaginal discharge had resolved. The migraine, headache, depression, anxiety, dysmenorrhoea, dyspareunia and alopecia outcome was unknown. And the abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009, essure device was successfully occluded. The essures are noted, bilaterally. Pathology test: on (B)(6) 2019, specimen received in formalin labelled "(r) fallopian tube with coil of essure implant" consists of a fallopian tube with fimbria measuring 7.5 cm. In length, and up to 1.2cm in greatest diameter. Showing a 6mm focal disruption of tube wall, located 10m. From the excisional margin, there is a metallic coil measures 3 cm. In length within the lumen of the fallopian tube. Specimen resolved in formalin labelled "(l) fallopian tube with coli of essure implant" consists of a fallopian tube, with fimbria, measuring 9.2 cm. In length and up to 1cm in greatest diameter. Showing a 6mm focal disruption of the tube wall. Within the lumen of the tube is a metallic coli measuring 2,2 cm. Ultrasound abdomen: on an unknown date, the uterus is visualized and measures about 9.9 cm in length. The anteroposterior diameter is 4.3 cm. The transverse diameter is 5.69 cm. 0.02 om in thickness. No mass is seen in the uterus. Small nabothian cysts are seen in the cervix. The right ovary measures 2.8 x 2.2 x 1.2 cm. There is a 0.8 x 0.6 cm, this in the lower pole of the right ovary; the left ovary is not seen. No free fluid is seen in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding. Lot number#: 629304, manufacturing date: 2009-02, expiration date: 2012-02. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020, quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pelvic area pain/ pain') in a (B)(6) year-old female patient who had essure (batch no. 629304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension (not recovered prior to essure) since (B)(6) 2018, diabetes since october 2018, high cholesterol since (B)(6) 2018, pain in ankle, foot discomfort and uterus enlarged. Concomitant products included metformin since (B)(6) 2018 for diabetes, atorvastatin since (B)(6) 2018 for high cholesterol as well as ibuprofen since (B)(6) 2019, iron from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2008 to (B)(6) 2009, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and tramadol since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the migraine, headache, depression, anxiety, dysmenorrhoea, dyspareunia and alopecia outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 11-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, cramping and pain. Medical history, concurrent condition, concomitant medication and lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.